Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
The trellis peripheral infusion system was received for evaluation without any ancillary devices or cine images from the procedure. The trellis system was returned loose nested within series of pouches. The oscillation drive unit and dispersion wire were not returned. Sanguine tinted fluid was observed in the aspiration lumen of the device. The distal end of the distal balloon exhibits a bump. Sanguine tinted fluid was noted in the distal balloon and distal balloon inflation lumen. The proximal balloon chamber was inspected. A 10cc water filled syringe was attached to the proximal balloon port and the proximal balloon was able to be inflated: no leaks. A 10cc water filled syringe was attached to the distal balloon port: fluid would not enter into the distal balloon. The movement of air bubbles and fluid was noted in the distal balloon inflation lumen. The presence of sanguine tinted fluid in the distal balloon chamber and inflation lumen indicates communication with a sanguine environment: leak.

Manufacturer narrative:
Additional information received indicated that the model number reported was not correct. The correct model number was not available because the packaging was discarded. A review of the manufacture records for this device could not be conducted because the lot number was not available.

Event description:
The trellis 8 balloon ruptured during the procedure. Prior to insertion into the patient the balloons on the trellis were pre-inflated. The trellis was used through an 8f short sheath in the popliteal. The distal balloon ruptured on first inflation after the lytic had been administered. A new device was used to finish the case.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancy relevant to the reported event.